Event description:
After a code situation in the ccu, the patient's past monitoring history (previous to the code) could not be recalled from the central monitor. The bedside monitor uses a multimeasurement server module (mms) to obtain the patient's EKG. The mms communicates with the central monitor. The hospital's biomedical engineering could not recall the monitoring history. The manufacturer was contacted and they could not recall the history. The manufacturer came to the hospital and was able to replicate the problem (i.e. Monitoring history lost without a staff member deleting the patient from the system). During medical record review (paper copy), it is noted that the patient was connected to the central monitor prior to the event (verified with a rhythm strip that contained the patient's name and bed location and documented in the previous shift nursing assessment).